Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator shows te 231008 (o2 valve leak) and 231007. In service software o2 input test fails. Also o2 mixer test not ok done oxygen percentage high even though o2 calibration was ok. Shifted patient on another ventilator no health consequences or impact.